Manufacturer narrative:
(B)(6). Ringloc bi-polar 28x44mm part # 11-165212 from lot 704990 was returned and evaluated against the complaint. Complaint is confirmed with the visual inspection. The device likely found to be conforming as there are no related deviations from the device history records that relates to the event and also there were no issues for the part from this lot earlier. Witness marks are seen on the outer diameter of the liner which indicate possible misalignment. Visual inspection of the damage to the liner and ring indicates the ring was likely damaged upon attempted implantation and then assembled incorrectly to the liner after the ring was disengaged from the cup. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Event description:
It was reported that during a total hip arthroplasty, the surgeon had difficulty assembling the liner into the cup. This was resolved in less than 30 minutes.